Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level at the time of the incident was 522 mg/dl. Customer advised they had diabetic ketoacidosis and were wearing the insulin pump at the time of the incident. Customer declined to troubleshoot and wanted a new device. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched lcd window and stripped battery cap coin slot.